Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient tested for elecsys insulin (insulin) on a cobas 6000 e 601 module. The patient was undergoing insulin tolerance testing. All the initial results were reported outside of the laboratory where the physician questioned them as they did not match the patient's clinical condition and requested repeat testing. There was no allegation that an adverse event occurred. The insulin reagent lot number and expiration date were not provided. The customer noted hemolysis in the patient samples. The customer sent the sample to an external laboratory for testing and received results similar to the roche results. Product labeling addresses hemolytic samples: "hemolysis interferes, as insulin -degrading peptidases are released from erythrocytes." The customer thinks the person collecting the sample had a problem. It is not known what caused the hemolysis in the sample. The investigation did not identify a product problem.